Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4) - no known consequences or impact to the patient; torn material. Evaluation results: visual inspection of the returned product showed the lens was cut in half and there was a dark surgical residue on the lens surface. (B)(4).

Event description:
The customer reported the haptic of the aq2015a three piece silicone lens was torn as the lens was placed in the eye. The lens was cut and removed without any injury to the patient. Sutures were used after the replacement lens was implanted. The reporter stated the event was likely due to a loading error.